Manufacturer narrative:
The device has not been returned to the manufacturer. A supplemental report will be filed upon completion of the manufacturer's investigation.

Event description:
A peritoneal dialysis patient reported experiencing shortness of breath. Upon follow up with the patient's nurse it was stated that that the cycler did not drain the patient properly and he ended up feeling bloated and experienced shortness of breath. The patient disconnected himself from the cycler and performed capd (continuous ambulatory peritoneal dialysis) and felt relieved. The patient now continuing with his peritoneal dialysis without any issues. The patient's peritoneal dialysis start date is (B)(6) 2018.

Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance's during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient reported experiencing shortness of breath. Upon follow up with the patient's nurse it was stated that the cycler did not drain the patient properly and he ended up feeling bloated and experienced shortness of breath. The patient disconnected himself from the cycler and performed capd (continuous ambulatory peritoneal dialysis) and felt relieved. The patient now continuing with his peritoneal dialysis without any issues. The patient's peritoneal dialysis start date is (B)(6) 2018.